Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: full UDI number.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. H6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the patient have an infection? If yes, please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Please describe any medical intervention performed including medication name and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a prostatectomy operation on an unknown date and a barbed suture was used on the cystourethroanastomosis.. Post-op, the patient had an increase in temperature to 38 degrees for two days on the 2nd day. Without antibiotic therapy, the temperature decreased after 2 days. After antibiotic therapy was prescribed, on the 2nd day the temperature also decreased. A full blood count, biochemical blood test, and coagulogram were done. Apart from fever, no other symptoms were observed. The patient received an infusion of strefundin 500 ml and 4 mg dexamethasone intravenously. The patient's condition is currently stable and satisfactory. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: how many sutures were used during the prostate surgery procedure?1 were 17 individual sutures used in the patient who underwent the prostate surgery? No are any devices being returned for evaluation? If yes, does 17 represent the number of devices being returned? The device will not be returned please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure - male, the rest data was not provided date and name of index surgical procedure? Not provided the diagnosis and indication for the index surgical procedure? Prostate cancer what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Laparoscopic on what tissue was the suture used? Connective tissue what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal did the patient have an infection? No if yes, please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). No were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? After the operation, I received infusions of sterofundin 500 ml + 4 mg dexamethasone intravenously. Were cultures performed? If so, please provide the results. No please describe any medical intervention performed including medication name and results. Sterofundin 500 ml + 4 mg dexamethasone intravenously. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No other relevant patient history/concomitant medications? No data what is the physician¿s opinion as to the etiology of or contributing factors to this event? Question from the doctor: can triclosan cause such a reaction? What is the patient's current status? Consistently good a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.